Manufacturer narrative:
A damaged shipping container received. No sample was inside. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample lost in transit due to a damaged shipping container. No determination can be made without physical evaluation of the complaint sample. The instruction for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There have been three other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure smudges found to be left on the lenses. Additional information has been requested. Additional information received and stated that, the thin linear piece of plastic upon insertion was observed.